Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while skiing in the mountains, an altitude alarm occurred. The customer voluntarily went off of the pump and reverted to manual injections until reporting it to tandem's technical support. Reportedly, the battery had been depleted and the pump would not charge despite being plugged into a power source over night. The customer's blood glucose level was 350 mg/dl and it was addressed with a manual injection. Although confirmation was requested as to whether or not the pump was able to turn on, it was unable to be confirmed.